Manufacturer narrative:
Concomitant medical products: d354trg crt-d, implanted is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device changeout procedure the right ventricular (rv) lead exhibited high and undefined rv coil impedance thru the analyzer but measured fine through the device. Additionally, the left ventricular (lv) lead would not pace from lv tip to rv coil as well. An echo was performed and determined that the ef (ejection fraction) was greater than thirty and the patient did not require a defibrillator any more. Therefore, the high voltage portion of the rv lead was capped and the pace/sense portion of the lead is still in use. The lv lead remains in use as it was programmed lv tip-to-can with the new device and paced without issue. No patient complications have been reported as a result of this event.